Event description:
It was reported that the balloon ruptured. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured before reaching the nominal size upon first inflation at 4 atmospheres for 20 seconds. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications were reported and patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).